Event description:
It was reported on (B) (6) 2010, the pt was implanted with three percutaneous trial leads around c2-c3. The procedure was uneventful. On (B) (6) 2010, the pt came in for routine follow-up and reprogramming. The pt mentioned a slight discomfort in the neck area. On (B) (6) 2010, the pt went to the emergency room due to pain. The doctor removed and discarded the trial leads. The pt was sent to a neurosurgeon, who discovered a subdural hematoma. The neurosurgeon opted not operate, and let the hematoma resolve in its own. The implanting doctor believes, the hematoma may have occurred when the percutaneous leads were removed. The hematoma resolved on its own and the pt will not be reimplanted.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.